Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 433 mg/dl at the time of the incident and other blood glucose value was 157 mg/dl. The customer had experienced high blood glucose level. Customer was treated with correction bolus via pen. Customer was in emergency room as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.